Event description:
It was reported that during an unk procedure, the rubber part of the device broke when pulled out and inserted clamp. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.